Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The events most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was presenting a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication error while testing the unit. However, the image was not present due to a damaged imaging unit. Additionally, an e216 scope communication error was present due to dirt covering the electrical contact of the video connector. The video connector case was also found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.